Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. It was reported that the medicine that the physician put into the pump didn¿t take as much and the patient¿s back was really bad. The patient has back issues. Per the reporter the healthcare provider feels the pump isn¿t doing its job because there is too much medication left over. The healthcare provider recommended having the pump replaced. The reporter questioned if there was any financial or warranty help to have the pump replaced as they were on (B)(6) and did not have the deductible and the pump was only 4 years old. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-dec-2017 from a healthcare professional (hcp) who reported that the contributing factor that may have led to the too much medication being left over and the patient¿s lack of effect was ¿inaccuracies of pump¿ and ¿design of pump¿. With regards to actions/interventions taken to resolve the patient¿s lack of effect and the too much medication left over, it was noted ¿will not enter in to dosage drift to compensate for a bad pump design¿. Per the hcp, the pump would be replaced with a pump from another manufacturer. The hcp believed the patient desired to keep the pump for private analysis.